Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("the left essure coil was never seen") and endometritis ("chronic endometritis") in a 31 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of chronic kidney disease stage 2, urinary tract infection, post-traumatic stress disorder, depression, anxiety, overweight, multiple allergies (latex, natural rubber macrobid [nitrofurantoin monohyd/m-cryst]- rash), surgery (cesarean x3 d&c x1 for incomplete abortion, ureteral surgery- ex-lap in infancy, cesarean section x 3 dilation and curettage of uterus 2010- for incomplete abortion), pap smear abnormal, parity 3 and multi gravida. Previously administered products included: mirena and depo provera. The patient had a family history of seizures, hydrocephalus and cancer (pancreatic , lungs). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 292 days after essure insertion, she experienced endometritis (seriousness criterion medically important). On (B)(6) 2021 she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions, cystoscopy, transversu). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and endometritis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.935 kg/sqm. [Computerised tomogram] on (B)(6) 2016: impression: 1. Mild segmental dilation of the distal ileum proximal to an area of increased mural enhancement. This is suggestive of terminal ileitis with etiology to include infectious and inflammatory causes. 2. Circumferential thickening of the bladder wall is suggestive of cystitis 3. Chronic multifocal scarring of the left kidney. Assessment/plan: patient with chronic pelvic pain and dyspareunia. 1. Levator spasm -pelvic floor pt ordered 2. Chronic endometritis -doxycycline 100mg po bid x14d [pathology test] on (B)(6) 2021: surgical pathology exam diagnoses: pelvic pain clinical history: hysterectomy, vaginal laparoscopic assisted open 5 mm and 3.5 mm storz tray and whites vaginal hysterectomy tray specimen(s) submitted: a. Uterus, cervix, bilateral tubes final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - mildly disordered proliferative pattern endometrium with focal ciliated cell metaplasia, and focal superficial adenomyosis. - mild chronic cervicitis with focal squamous metaplasia. - bilateral benign fallopian tubes, with focal dystrophic calcifications of plicae, one with a benign paramesonephric cyst near the fimbriated end, and a small cystic walthard's nest. - negative for atypia, hyperplasia, and malignancy. Gross description: the attached remaining attached fallopian tube reveals a silver metal possible essure coil. [Ultrasound pelvis] on 01-jun-2015: ultrasound pelvis with transvaginal history: risk of torsion. Findings: limited transvaginal images as patient was unable to empty her bladder. Right ovarian simple cyst is seen measuring up to 5.2 cm. There is normal color flow seen within the right ovary. Left ovary is not seen. Very limited evaluation of the uterus with the endometrium not clearly seen. Impression: no evidence of ovarian torsion on the right. Left ovary is not seen; on (B)(6) 2016: transvaginal ultrasound ((B)(6) 2016) findings: the uterus measures 10.1 x 4 x 5.6 cm for a total volume of 118 ml. The endometrial stripe thickness is normal at 7 mm. No free pelvic fluid is seen. Essure devices are present but poorly evaluated. The right ovary measures 1.7 x 2 x 2.3 cm, for a total volume of 3.4 ml. The left ovary measures 2.9 x 1.4 x 2.7 cm, for a total volume of 5.8 ml. The ovaries are normal in size and imaging appearance. The left ovary is not well evaluated on transvaginal images. Mild debris visualized in the bladder. Impression: 1. Essure devices in place. 2. Mild debris visualized within the bladder. Correlate with urinalysis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("the left essure coil was never seen") and endometritis ("chronic endometritis") in a 31 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of chronic kidney disease stage 2, urinary tract infection, post-traumatic stress disorder, depression, anxiety, overweight, multiple allergies (¿ latex, natural rubber macrobid [nitrofurantoin monohyd/m-cryst]- rash), surgery (cesarean x3 d&c x1 for incomplete abortion. Ureteral surgery- ex-lap in infancy. Cesarean section x 3 dilation and curettage of uterus 2010- for incomplete abortion), pap smear abnormal, parity 3 and multi gravida. Previously administered products included: mirena and depo provera. The patient had a family history of seizures, hydrocephalus and cancer (pancreatic , lungs). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 292 days after essure insertion, she experienced endometritis (seriousness criterion medically important). On (B)(6) 2021 she experienced device dislocation (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, lysis of adhesions, cystoscopy, transversu). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device dislocation and endometritis to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.935 kg/sqm. [Computerised tomogram] on (B)(6) 2016: impression: 1. Mild segmental dilation of the distal ileum proximal to an area of increased mural enhancement. This is suggestive of terminal ileitis with etiology to include infectious and inflammatory causes. 2. Circumferential thickening of the bladder wall is suggestive of cystitis. 3. Chronic multifocal scarring of the left kidney. Assessment/plan: patient with chronic pelvic pain and dyspareunia. 1. Levator spasm -pelvic floor pt ordered. 2. Chronic endometritis -doxycycline 100mg po bid x14d. [Pathology test] on 02-mar-2021: surgical pathology exam diagnoses: pelvic pain. Clinical history: hysterectomy, vaginal laparoscopic assisted open 5 mm and 3.5 mm storz tray and whites vaginal hysterectomy tray specimen(s) submitted: a. Uterus, cervix, bilateral tubes. Final diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: mildly disordered proliferative pattern endometrium with focal ciliated cell metaplasia, and focal superficial adenomyosis. Mild chronic cervicitis with focal squamous metaplasia. Bilateral benign fallopian tubes, with focal dystrophic calcifications of plicae, one with a benign paramesonephric cyst near the fimbriated end, and a small cystic walthard's nest. Negative for atypia, hyperplasia, and malignancy. Gross description: the attached remaining attached fallopian tube reveals a silver metal possible essure coil. [Ultrasound pelvis] on (B)(6) 2015: ultrasound pelvis with transvaginal history: risk of torsion. Findings: limited transvaginal images as patient was unable to empty her bladder. Right ovarian simple cyst is seen measuring up to 5.2 cm. There is normal color flow seen within the right ovary. Left ovary is not seen. Very limited evaluation of the uterus with the endometrium not clearly seen. Impression: no evidence of ovarian torsion on the right. Left ovary is not seen; on 18-may-2016: transvaginal ultrasound ((B)(6)2016). Findings: the uterus measures 10.1 x 4 x 5.6 cm for a total volume of 118 ml. The endometrial stripe thickness is normal at 7 mm. No free pelvic fluid is seen. Essure devices are present but poorly evaluated. The right ovary measures 1.7 x 2 x 2.3 cm, for a total volume of 3.4 ml. The left ovary measures 2.9 x 1.4 x 2.7 cm, for a total volume of 5.8 ml. The ovaries are normal in size and imaging appearance. The left ovary is not well evaluated on transvaginal images. Mild debris visualized in the bladder. Impression: 1. Essure devices in place. 2. Mild debris visualized within the bladder. Correlate with urinalysis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.